Manufacturer narrative:
H4: the lot was manufactured from april 05, 2022 to april 06, 2022. One (1) device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3: date received by MFR: the correct aware date is 10/06/2023 (previously submitted as 10/09/2023). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused medication to the patient. The the diffuser prepared for 24 hours is unplugged, it was not emptied. The device was filled with 12 grams of piperacillin/tazobactam (viatris) diluted in nacl 0.9% (viaflo) for a total volume of 250ml. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.